Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the programmer was missing its stylus, had a broken keyboard and that it failed three light-emitting diode control output tests on the vxi tester. The stylus was replaced, the keyboard removed and the link electronic module board was replaced and calibrated and the software reloaded, to resolve. (B)(4).

Event description:
The programmer and its accompanying radiofrequency programmer head were returned as trade-in devices and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.